Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette leaked. This event occurred during drain three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. It was reported that the heater bag was on the floor and was detached from the tubing; thus the solution was leaking. The caregiver disconnected the patient and ended the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.